Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the lancets were missing from her onetouch ultra2 meter system kit. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2013. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual management routine. The patient alleged she developed symptoms due to the reported issue. About 30 minutes after the reported issue begun, the patient claimed she felt a symptom of sweaty palms. The patient denied receiving medical treatment. At the time of troubleshooting, the cca educated the patient on the correct system kit contents. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.